Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2012, imaging showed that both limbs on the device were completely occluded. Cause of the occlusion could not be determined. On (B)(6) 2012, the pt underwent an extra anatomical procedure where an ax-bi-fern bypass was created. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: (B)(4).